Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anxiety, enlarged lymph node, fatigue, arthritis, and breast implant illness".

Event description:
Patient reported right side "anxiety" and "enlarged lymph nodes." Patient additionally reported "fatigue, arthritis, and breast plant illness;" these events are not related to the device. Device has been explanted.